Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient had cellulitis and as a result the ins was protruding from the patient¿s lower back. The patient was currently in the emergency room for this. It was reported that the event occurred about a month ago in (B)(6) 2019. Additional information was received from a health care professional regarding the patient on (B)(6) 2019. It was reported that the cellulitis was caused by the battery. Patient had waited a long time to come in to get the pocket checked, so the implantable neurostimulator was protruding through a wound. The wound was washed and antibiotics administered. The patient recovered with no other interventions required. There were no further complications reported or anticipated.